Event description:
Med ctr was a participant in the trial of a co's foley catheter. On 7/3/94, it was noticed that a pt's catheter balloon failed to deflate. Measures were taken to deflate the balloon which included cutting the catheter tubing; unfortunately, they were not successful and this pt required an add'l surgical procedure to remove the catheter. He is now discharged and has recovered without sequela. Note: when the catheter tubing was cut, it was also discarded. Identifying markers on the tubing were lost as a result and rptr was unable to determine if it was the trial model or of another type. MFR was requested to examine the portion of the catheter removed from the pt, and compare it with another new catheter product. The rep noted a beveled opening on the tip and stated it was similar to the trial catheter. Based on this info, med ctr immediately discontinued the trial and removed product from inventory. Med ctr has used the foley in question for quite some time and without incidence. They continue investigation but cannot identify the product with certainty.